Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received, noting that this lead was evaluated in-office. The lead presented high out of range impedance values with all shock vectors except one. A boston scientific representative recommended lead revision to the physician. Additional information was received that this right ventricular (rv) lead was explanted and replaced. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report contains a correction to the initial reporter name and related information in tab I. As well as the aware date.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received, noting that this lead was evaluated in-office. The lead presented high out of range impedance values with all shock vectors except one. A boston scientific representative recommended lead revision to the physician.

Manufacturer narrative:
This report contains a correction to the initial reporter's name and related information in tab I. As well as the aware date.